Manufacturer narrative:
Correction- section d6a: the implant date is (B)(6) 2015, rather than (B)(6) 2020.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture and high impedance measurements. The physician suspected that this is potentially due to a lead dislodgement or a lead damage. No intervention was reported. The patient was in stable condition.